Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge company representative that discovered the issue replaced the reservoir assembly. The representative then was able to calibrate the regulator. The iabp passed all functional and safety tests to factory specifications and was returned to the customer for clinical use. (B)(6).

Event description:
It was reported by a company representative that during preventive maintenance, he was unable to adjust the helium regulator of the cardiosave intra-aortic balloon pump (iabp). No adverse event was reported.